Manufacturer narrative:
Concomitant medical device: 694958 lead; implanted: (B)(6) 2006.

Event description:
It was reported that during an extraction procedure, the right atrial (ra) lead was damaged. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.